Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem ¿ unknown part and lot, unknown cup ¿ unknown part and lot, unknown head ¿ unknown part and lot, therapy date: unknown. Reported event was confirmed by review of x-rays provided noting the wear of the poly liner and varus positioning of the femoral stem. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06586.

Event description:
It was reported patient has been indicated for revision due to unknown reason. Review of x-rays note poly wear and varus positioning of the femoral stem. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.